Event description:
It was reported that the device was used during a low anterior resection procedure. The device did not completely cut the anastomosis. Hand suture was used to complete the case. There were no pt consequences.